Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown plate, part and lot numbers are unknown. Total patient history: (B)(6) 2008: bilateral humerus fracture. 2008: two fractures set. Surgery: (B)(6) 2008. (B)(6) 2009: right humerus non-union- metallosis-received autologous bone graft. Surgery: (B)(6) 2009. (B)(6) 2011: bad fixation-varus deviation left humero-removed dynamic compression plate-revised to philos. (B)(6) 2013: pain-left humerus non-union-rupture of osteosynthesis material. (B)(4). Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient who was a soldier, suffered multiple gunshot wounds on (B)(6) 2008. These wounds caused a bilateral humerus fracture and was sent to the (B)(6) hospital. That same year, the patient had two fractures set: surgery (B)(6) 2008. In (B)(6) 2009, the patient was brought back to the operating room with a right humerus nonunion and a very acute reaction metallosis and had an autologous bone graft with hardware. This report is on an unknown plate. This is 1 of 2 reports for complaint (B)(4).